Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. Upon receipt, the device was interrogated, revealing the eos battery status. The device was functioning in the safety backup mode. The memory content of the device was analyzed. The data showed that the device automatically activated the backup mode on 30-jul-2020 at 13:08h, because it detected invalid memory content during an automatic signature check. Based on the information available for analysis the root cause of the invalid memory content was not determinable. Therefore, the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the clinical event. While the ICD was in backup mode 70 therapies were delivered by the device on 30-jul-2020 within a short period of time. As a result of that fast successive charging the device activated the eos battery status at 17:22h. Please note that the backup mode program will be loaded from an unalterable memory. Therefore the vf detection criteria are fixed in backup mode to cover the widest possible patient population. In a next step, the invalid memory content was corrected and the eos status removed with a technical programmer. Subsequently, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the charging time of the high voltage capacitors was as expected. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient received inappropriate shocks, attributed to rv lead fracture. Shocks depleted battery, leading to eos, and device was explanted. Should additional information be received, this file will be updated.